Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the thick portion of the catheter was bulging while it was being flushed after its third repair, and that the guidewire was difficult to pass through it. There were no injuries or additional procedures reported.